Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, scratches were noted on the insertion tube, the curved rubber adhesive part was missing, the curved rubber bond was cracked, the air and water nozzles were clogged and the draining function was reduced due to insufficient cleaning, scratches were found on the tip cover, discoloration of the tip cover was noted, water coverage was observed on the electrical connector, scratches were found on the operation part, discoloration of the operation part was noted, scratches were found on the switch box, the suction cylinder was scraped, scratches were noted on the operation unit cover, scratches were noted on the up/down (u/d) knob, scratches were noted on the u/d angle fixing lever, scratches were found on the right/left (r/l) knob, scratches were found on the grip, scratches were found on the universal cord, scratches were noted on the scope connector side of the universal cord, scratches were found on the scope, scratches were noted on the cover case, scratches were noted on the right/left (rl) angle fixing knob, and peeling of the paint was recognized on the air/water supply cylinder. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lucera gastrointestinal videoscope had noisy image and the image appeared to be white. Upon inspection of the customer¿s returned device it was observed, foreign object was found inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8. Please see updates to b5, h6, h8, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the foreign material clogged in the nozzle was unable to be identified. Additionally, the final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system: [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the image abnormality occurred when the customer tried to use the scope. The intended procedure was not completed, as the pre-use inspection was unable to be completed. Additionally, the customer provided information regarding their reprocessing steps. The customer was not aware of foreign material that was adhered to the endoscope. However, the subject device was cleaned, disinfected, and sterilized prior to returning the device for repair. There was no delay to the start of pre-cleaning the device. Water and air were flushed through the air/water nozzle. There were no issues with the accessories used for reprocessing. The air/water nozzle was wiped with a clean cloth and it¿s unknown if liquid was flushed through the air/water nozzle.